Event description:
The surgeon inserted an aq2003v silicone three piece lens and the haptic was torn during insertion. The incision was enlarged to removed the lens and sutured after another lens was implanted.